Event description:
A report was received that the patient had a fall (not device related) and the ipg was beginning to protrude out of the pocket. The patient underwent an explant procedure. The physician explanted patient's entire system. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.